Event description:
It was reported that an unspecified number of bd alaris pump module infusion sets experienced flow issues. The following information was provided by the initial reporter: multiple tubing sets of this same lot # were defective in that the lipids would not prime through the tubing past the blue filter.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by customer that "lipids would not prime through the tubing past the blue filter." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd alaris pump module infusion sets experienced flow issues. The following information was provided by the initial reporter: multiple tubing sets of this same lot # were defective in that the lipids would not prime through the tubing past the blue filter.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.